Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineer (fse) reported that during a case he was assisting, there was a discrepancy between the planned values of trajectories and the measurement of the software. The fse was able to correct the trajectories and this caused a minimal delay to the surgery.

Event description:
Field service engineer (fse) reported that during a case he was assisting, there was a discrepancy between the planned values of trajectories and the measurement of the software. The fse was able to correct the trajectories and this caused a minimal delay to the surgery.

Manufacturer narrative:
It was reported that during a surgery, the trajectory lengths on the software did not correspond to the real lengths. DHR review did not identify any contributory factors to the event. Complaint history review identified that one similar complaint was received for the same device (B)(4). According to technical investigation the issue is confirmed because the possibility to get a wrong distance to target whereas the cursor is placed on entry point can be a source of error for the user. The root cause of this event is that the IFU is unclear. This complaint describe a systemic issue: an issue within IFU. This issue was assessed through design defect process. It was determined that the risk level is acceptable.

Event description:
Field service engineer (fse) reported that during a case he was assisting, there was a discrepancy between the planned values of trajectories and the measurement of the software. The fse was able to correct the trajectories and this caused a minimal delay to the surgery.

Manufacturer narrative:
It was reported that during a surgery, the trajectory lengths on the software did not correspond to the real lengths. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the issue is confirmed because the possibility to get a wrong distance to target whereas the cursor is placed on entry point can be a source of error for the user. This design defect was recorded and will be assess through risk process.